Event description:
The user facility reported an unsuccessful attempt to implant an impella cp device in a patient for mechanical circulatory support. The patient presented to the catheterization lab as st-elevation myocardial infarction. The radial access was gained and a left main dissection was noted with elevated end-diastolic pressure. The decision was made to implant an impella cp which was prepped accordingly. Access was gained to right femoral artery and the 14 french sheath was inserted. The pigtail catheter was inserted and was unable to cross into the left ventricle. It became known that the left main dissection extended to the descending aorta. The physician aborted the impella cp implant and the patient was taken to the operating room. The patient's status following this event is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
The investigation for the vascular damage and the access site bleed has been completed. The impella was not returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause was changed from delivery issue to vascular damage since aortic dissection was reported. The root cause of aortic dissection is determined to be use issue because the dissection had resulted during the insertion as extended from lm to descending aorta where the resistance is being felt during the insertion. The root cause of delivery issue is determined to be patient condition because the pump was unable to pass through the vasculature and unable to cross the lv.